Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The consumer implanted for radicular pain syndrome (radiculopathies) reported shocking/jolting sensation following a laser procedure. The patient reported having laser treatments done at their doctor¿s office. The patient reported that since after the laser procedure their stimulation coverage had changed daily. She indicated that after the procedure, she felt something weird with her stimulator and she had been laying there for 15 minutes. She felt a jolt in her back. The next day when she turned her stimulation on, she noticed that she was not getting the same coverage and that the coverage had not been as good since the laser treatment. The patient programmer showed that the stimulation was on. The patient was able to change stimulation and did not feel any more jolts, but she has not been able to get the same coverage back as it was before. It was reported that the change in stimulation was sudden. The patient would be following up with their healthcare provider to determine the cause of the issue. No interventions or outcome were re ported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.